Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while working on the patient's bowel, the surgeon fired the first stapler, but the staples did not fire at all. Operator used the second gun and that did exactly the same thing. Once the second gun failed they opened a competitor's gun to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received fully applied and the interlock engaged with no damage to the knife blade. Cracks were noted on the surface of the loading unit. The loading unit was loaded into the returned instrument for functional testing. The instrument and loading unit were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instruction for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.